Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra2 meter was reading higher. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The patient claimed that the alleged issue occurred on either (B)(6) 2012 at an unknown time. She reported a blood glucose result of "189mg/dl" which she felt was higher than her normal readings. The patient stated, she manages her diabetes with metformin pills (500 mg) 2x per day and took her usual medication in response to the alleged issue. At an unknown time after the alleged issue occurred, she claimed she felt "warm, clammy, numb in the hands, swelling in hands and ankles." Despite her symptoms, she denied receiving any form of medical intervention as a result of the issue. At the time of troubleshooting, the cca noted the subject meter's unit of measure was correct. The subject test strips were unexpired and stored correctly. A quality control solution test was not performed since the patient did not have the solution available. Replacement products were sent to the patient. This complaint is being reported because, the patient claims she obtained an inaccurate high reading on the subject meter, took her usual medications based on the meter result and reportedly developed symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.